Event description:
Reportedly, during a scheduled follow-up the physician noticed several episodes of oversensing on both channels.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis of provided data revealed that the observed oversensing most likely might be related to external interferences. A simultaneous 8hz (125 ms cycle length) noise was observed on both channels with episodes occurring at almost the same time of day. Further investigation on r&d level to determine a potential origin of the noise oversensing is ongoing.

Event description:
Reportedly, during a scheduled follow-up the physician noticed several episodes of oversensing on both channels.

Manufacturer narrative:
The conclusions are as follows: episodes of oversensing are seen from (B)(6) 2023 at both levels (atrial and ventricular) on specific days and times. No egm signals are seen during the occurrence of this oversensing. All those information combined, the most likely hypothesis is emi events potentially related to a behavior change from the patient. Based on the available data, no issue is suspected on the subject pacemaker. This complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.